Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling cartridges with 150 units of insulin. The customer¿s blood glucose level was 287 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.